Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was oversensing noted on the atrial channel and the problem remained even after the lead had been removed from the header and repositioned. The physician felt that the lead was sitting in an abnormal way within the header. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had damage and foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw, a loose/detached set screw, and damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.